Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a depth gauge snapped during use. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.